Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a shunt was placed in a different path and location in the brain than anticipated, with the brainlab device involved, although according to the surgeon: the shunt placement was completed successfully as desired for the drainage. There were no changes of invasive actions done during or after the surgery from the planned procedure, the shunt placement did not need to be corrected. There was no harm or negative clinical effect for this patient due to the deviated placement, there was also no prolong of the surgery or anesthesia. There was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the placement. There were no remedial actions done, necessary or planned for this patient. There was also no prolong of hospitalization. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the vp shunt having been placed 10-15mm too medial performed with the aid of navigation was due to: a point acquisition by the user for patient registration not as required by the navigation, with insufficient points acquired on unique bony landmarks e.g. Along the both sides of the forehead and nose, in combination with a poor quality CT scan that was used to register the patient for navigation - specifically a scan was used that was ca. 1.5 months old, and it included a mask that was worn over the patient's nose - causing a difference in the skin surface where registration points were taken. This caused the navigation to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and the actual patient anatomy, that was accepted for use with navigation. Apparently the resulting deviation of the navigation display was not detected by the user directly after the registration and before performing the invasive surgical actions, with the required user verification of the registration accuracy and with the necessary navigation accuracy verification after draping and throughout the surgery. Two additional possible minor factors that may have further contributed to the reported deviation to a small extend at this surgery include bending of the non-brainlab catheter after removing the navigated stylet, e.g. Due to the catheter fixation on the skull. This possible resulting change of the catheter position was no longer tracked by navigation and therefore navigation did not contribute to this potential factor. Brain shift that to some extend occurred during the procedure, likely due to loss of cerebrospinal fluid when the burr hole was made and dura was pierced. Brain shift results in an anatomical change of the brain within the patient's skull that cannot be compensated for by the navigation software. Therefore, brain shift that occurs during the procedure can result in a deviation of the actual patient anatomy compared to the preoperative image dataset used in the navigation software on which tracked instruments are displayed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a ventriculoperitoneal (vp) shunt placement to drain cerebrospinal fluid from the anterior horn of the lateral ventricle, for pseudomeningocele, has been performed with the aid of the brainlab cranial navigation version 3.1. A pre-operative CT scan was acquired ca. 45 days before the surgery, to use with navigation. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder. Attached the sterile navigation reference array to the head holder. Performed the image registration with surface matching by acquiring registration points on the patient's skin surface with the softouch and z-touch laser pointer to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation, determined the result as good, and accepted the registration to proceed. Determined the entry point (kocher's point) with the navigated pointer, and created the burr hole. Put the navigated stylet inside the non-brainlab shunt catheter, and placed the shunt into the ventricle, to the target as displayed by the navigation. Completed the surgery and closed the patient. From a post-op CT scan the surgeon determined that the shunt placed deviated by ca. 10-15mm medial from the intended/planned target point, whereas the entry point (burr hole) was at the correct location. The shunt catheter was still inside the ventricle, with the shunt drainage working as was desired. According to the surgeon: the shunt placement was completed successfully as desired for the drainage. There were no changes of invasive actions done during or after the surgery from the planned procedure, the shunt placement did not need to be corrected. There was no harm or negative clinical effect for this patient due to the deviated placement, there was also no prolong of the surgery or anesthesia. There was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the placement. There were no remedial actions done, necessary or planned for this patient. There was also no prolong of hospitalization.